Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. A1 patient identifier: patient ID: (B)(6).

Event description:
It was reported that the artificial urinary sphincter (aus) had fluid loss. A revision surgical procedure was performed in which the existing device was explanted and replaced with a new one. There were no patient complications.